Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. It was reported that the patient's skin was red and not open under her breasts. Follow-up indicated that someone had recommended her to use corn starch on the irritation and that it was a lot better. The patient was at the hospital and it is unclear who recommended the corn starch.